Manufacturer narrative:
This is a duplicate of MFR report number 1818910-2013-13618 which has been rejected. Keep this complaint MFR report number 1818910-2013-13241 under investigation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
DHR review: product code 3l92510, work order (B)(4) was manufactured on 05 dec 2008. Twelve (12) parts were manufactured per specification and all raw materials met specification. Product review: complainant states "fracture of corail stem" further testing of part required to determine the cause of the fracture. Visual review was conducted on the returned sample. Returned sample was found to be completely fractured and has been sent to st. Priest for further investigation. No other product from this lot was available to pull and assess. Periphery systems reviewed and found to meet specifications/ be acceptable. Historical review: a review of customer complaints was conducted for a 5 year period. A trend has been identified as 12 complaints for broken corail stems. Corrective action for similar complaints is being performed and recorded as per (B)(4). However for this fracture, the failure mode has yet to be confirmed by st. Priest. Update depuy (B)(4) 02 july 2013: external laboratory analysis (critt): the failure of this stem in its external distal part is not due to a metallurgical anomaly, no more than a problem during the manufacturing. The irregularities consecutive to the surface preparation before hap deposit are usual. The initiation of the failure is certainly due to a sudden variation of strain (see the roughness of this area). After this initiation, the stem was stressed in a monotonous way without overstress. According to these elements, the probable hypothesis to explain the failure is a slackening of the upper part of the stem consecutive of non optimal bony reconstructions which have lead to an important flexion in an area which normally is not stressed in flexion. The superficial irregularities due to the surface preparation before hap coating then lead to fissures formation. Bioengineer analysis (by cpd leeds): as described by the complainant the femoral stem is undersized. The distal section of the stem appears well fixed on the x-ray. The stem appears in varus. The proximal section has retained ha coating. The critt report did not identify any manufacturing flaws at the site of crack initiation. A series of similar fractures is under review as part of (B)(4).

Event description:
Revision of stem due to fracture of corail stem.the x-rays show the stem has itegrated distally but not proximally.

Event description:
This is a duplicate of (B)(4) which was rejected. Keep this complaint in investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received the investigation will be reopened.